Event description:
It was reported that the patient present in clinic for follow up. Upon review, the implantable cardioverter defibrillator detected supraventricular tachycardia (svt) episodes. The physician suspected that some svt episodes were ventricular tachycardia (vt) episodes instead, and that high voltage therapy was withheld as a result. The patient condition was stable.

Event description:
New information received notes that programming changes were performed. There were no patient consequences.